Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen and the sensor insertion date was not provided. The patient reported her cgm displayed 260 mg/dl; however, she was feeling dizzy. Because she felt dizzy, she performed a finger stick bg and it was 39 mg/dl. She self-treated with food and felt better after eating. There was no documentation of medical intervention. The patient indicated that she uses an insulin pump on her abdomen. At the time of the report the pt was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.